Manufacturer narrative:
Diopter:-16.50/+2.00/x085. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm ticm115v4 implantable collamer lens, -16.50/+2.00/x085 diopter, in the patient's left eye (os) on (B)(6) 2015. Low vaulting was noted. The lens was explanted and exchanged on (B)(6) 2015 for a longer length lens. The problem was resolved.